Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6). There was no patient involvement.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a. The customer stated that there was no patient involvement.

Event description:
(B)(6). Customer stated failed channel c was confirmed due to a broken drive module. Also bad nicad and lithium batteries for they are low capacity to hold charge. Broken clip of lower housing. Awaiting for customer's approval with major repair. (B)(6). Note: customer has been notified that the repair may be delayed since we don't have nicad batteries in stock. (B)(6). There was no patient involvement.